Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device, reviewed the logs and was unable to duplicate the reported issue. The se found an error code in the logs. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had an occlusion, a "large crashing sound from inside the ventilator" and would not ventilate the patient. Reportedly, as the patient was being repositioned, the patient was coughing. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.